Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that noise and oversensing resulting in pacing inhibition was observed on the right ventricular (rv) lead on high ventricular rate electrocardiograms on remote transmission. Programming to the least sensitive settings had been made. There were no reported patient consequences.